Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, 10 days post op, the patient presented pain and a reduction in ¿electric like¿ sensations. The p atient had ap and lateral 4 view cervical spine x-rays taken which showed post-operative changes. Posterior fusion at c1-c2 and an anterior fusion with screws and plate at c5-6 and 7. Degenerative changes with disc space narrowing, c3-4 and c4-5. No evidence of su bluxation. The patient was to wear a bone growth stimulator and miami j collar. On (B)(6) 2008, 7 weeks post op, the patient complained of itching over her posterior scalp and vertex. The patient reported resolution of the shock like sensation in all 4 extremities. The patient underwent a cervical spine 2 view z-ray which showed stable post-operative changes with intact pedicle screws at c1-c2. Anterior interbody fusion at c5-6, c6-7 with anterior plate, alignment at the fusion site unchanged and hardware intact. Prevertebral soft tissues appeared normal. On (B)(6) 2009 the patient presented with limited pain; occasional shock like pain in the suboccipital region bilaterally; and numbness in the c2 distribution bilaterally. The patient underwent cervical spine 4 view x-rays which showed no significant interval change; alignment unchanged and no instability. On (B)(6) 2009, 8 months post op, the patient presented with pain and some intermittent sensory disturbances that ran transversely. The patient underwent a 2 view x-ray which showed stable arthrodesis at c1-c2. There was some question of arthrodesis at c6-7. On (B)(6) 2009, 10 mo post op, the patient presented neck pain and complained of occasional ¿zingers¿ in both upper extremities. The patient underwent a cervical CT which demonstrated solid c1-c2 arthrodesis; solid arthrodesis at c5-6 and probably c6-7; and mild r etrolisthesis c4-5 narrowing the central canal. The doctor noted that the pseudo-l¿hermittes phenomenon may come from the c4-5 level. On (B)(6) 2010 the patient complained of increasing intensity and frequency of what the patient called ¿zingers¿ in the axial spine and proximal bilateral extremities. Per the doctors notes there was a possibility this was coming from a level lower than c1-c2 fusion, most likely the c4-5 level. The patient also complained of difficulty sleeping due to the symptoms and lower extremity numbness particularly from the knee down on the right. There was a degree of tenderness to palpitation along lower lumbar paraspinals bilaterally. Impression cervical and lumbar radiculopathy. On (B)(6) 2010 the patient presented brachial neuritis and neck pain. The patient underwent a cervical spine mr which was compared with a (B)(6) 2008 exam. The mr demonstrated no changes in the c3-4 and c4-5 disk bulges with osteophytes. On (B)(6) 2010 the patient complained of pain radiating into the right lower extremity at the level of the anterior lateral leg and to a lesser extent the left. A MRI of the cervical spine was conducted which showed degenerative changes at the c4-5 level but no evidence of significant central canal or neuroforaminal stenosis. The patient described pain in the subsequent region that radiates in the distribution of the greater occipital nerve bilaterally. A emg study suggested irritation of the l5 nerve roots bilaterally. No evidence of acute radiculopathy, significant generalized neuropathy, compressive neuropathy, or myopathy as contributing factors to the patient¿s complaints. On (B)(6) 2010 the patient presented with radiculopathy and chronic low back pain. The patient received bilateral l5 and right l4 trans foraminal epidural steroid injects. On (B)(6) 2011 the patient complained of moderate axial neck pain; right frontal headache and facial pain that involves orbit but also extended into the maxilla on the right. On (B)(6) 2011 the patient presented right facial pain and headache. The patient underwent a head MRI which showed no acute abnormality. Mild chronic white matter changes. No change when compared to (B)(6) 2008. On (B)(6) 2011 the patient presented headaches ¿ likely migraine in etiology. The patient stated the headaches started approximately 3 months prior. Photophobia, phonophobia, and worse with movement.

Event description:
On (B)(6) 2005 the patient presented with right shoulder pain and the preoperative diagnosis of rheumatoid arthritis. The patient underwent a right shoulder total reverse arthroplasty. No patient complications were noted. On (B)(6) 2005 the patient was discharged from the hospital. On (B)(6) 2006 and (B)(6) 2007 the patient underwent a mammogram which showed no evidence of malignancy. On (B)(6) 2008 the patient presented with a skin sensation disturbance/left side paresthesias. The patient underwent a head MRI which showed mild cerebral white matter disease which was nonspecific but most likely compatible with chronic micro vascular changes. There was no evidence of acute infarction. The patient also underwent a cervical spine MRI which demonstrated an 8mm well circumscribed lesion with the posterior left lobe of the thyroid. An increased t2 weighted signal appeared consistent with colloid cyst. The MRI also showed advanced degenerative disease at the transition of c4-5 with mild retrolisthesis; moderate spinal stenosis with notable effacement of the lateral recesses and a marked neural foraminal narrowing; some stenosis at c3-4 with moderate flattening of e ventral cord and marked neural foraminal narrowing; and mild anterior subluxation at c1-2. On (B)(6) 2008 the patient presented with the diagnosis of cervical spondylosis. Cervical spine x-rays were taken which showed anterior cervical fusion with screws and plates c5-6-7. Alignment was maintained through flexion/extension maneuvers. There were advanced degenerative changes seen at c3-4 and c4-5 levels. On (B)(6) 2008 the patient presented with cervical spondylosis and underwent a cervical spine CT which showed an increase in the atl antodental interval; fairly good c2 pedicles; fairly normal c1 lateral masses; and a sour looking arthrodesis at c5-6. At c6-7 it looked likely that the patient had a fiber sheen or milky pseudoarthrosis. The posterior arch of c1 was displaced anteriorly resulting in central canal stenosis. Per a note, a recent lateral plain film cervical radiographs showed an even more significant degree of central canal stenosis noted secondary to an abnormality of alignment. On (B)(6) 2008 the patient complained of neck pain and "zingers" where they felt numbness in both arms and legs. The patient also presented with severe rheumatoid arthritis; deformities in both hands which limited motor ability; and there was subtle hoffmans sign noted on the left. Per the doctors notes the patient had had a previous anterior cervical fusion at c5-5 and c6-7 but had noted progressive neurologic deficit with flexion and extension as well as upper cervical pain since. Previous images taken showed gross instability at c1 and c2. The patient underwent surgery which consisted of a posterior cervical approach, c1 lateral mass screws; c2 pars interarticularis screws; posterior instrumentation with facet fusion and posterior lateral fusion using bmp-2 as well as morcellized allograft. Per the operative report "....next the c1-c2 facet joints were drilled out with a high speed air driven drill. These were packed with half of a small bmp-2 sponge as well as morcellized allograft. The posterior gutters between c1 and c2 were also packed with a small amount of bmp-2 sponge as well as morcellized allograft. ..." A notation was made that at the dissection of both c2 nerve roots there was a fair amount of venous bleeding. No patient complications were noted. On (B)(6) 2008 the patient underwent a follow-up CT scan of the cervical spine which showed good placement of all screws. On (B)(6) 2008 the patient was discharged from hospital. On (B)(6) 2008 the patient presented with cervicalgia. On (B)(6) 2008 the patient presented with cervical spondylosis. The patient underwent cervical spine x-rays which were unchanged as compared to (B)(6) 2008 x-rays. On (B)(6) 2009 the patient underwent a mammogram which showed no evidence of malignancy. On (B)(6) 2009 the patient presented with rectal and anal stenosis. A small bowel series was conducted which was negative. On (B)(6) 2009 the patient presented with abdominal pain in left lower quadrant and hematochezia. The patient underwent a colonoscopy which showed multiple small and large mouthed diverticula in the sigmoid colon. A 9mm polyp was found at 25 cm proximal to the anus- this was resected and retrieved. Medium sized hemorrhoids were found during retroflexion. The biopsied polyp results came out as: tubulevillous adenoma. On (B)(6) 2009 the patient presented post cervical fusion and atlanto axial instability. The patient underwent cervical x-ray which showed no significant interval changes when compared to (B)(6) 2009 x-rays. There were post-operative changes at c1-c2 with intact pedicle screws, status post anterior inner body fusion at c5, 6, 7 with anterior plate. Alignment was unchanged, hardware intact and prevertebral soft tissues appeared normal. On (B)(6) 2009 the patient presented with left shoulder pain. The patient underwent a left shoulder MRI which demonstrated complete tears of the supraspinatus and infraspinatus tendons with marked retraction. The humeral head abutted the acromion. Cystic change was seen in the humeral head. There was no joint effusion seen. On (B)(6) 2009 the patient presented with cervical spondylosis. On (B)(6) 2009 the patient presented with osteoarthritis involving shoulder region and a complete rupture of the rotary cuff. On (B)(6) 2009 the patient presented with leftshoulder pain and the principal diagnosis of left shoulder glenohumeral degenerative joint disease and left shoulder rotator cuff tear arthropathy. The patient underwent surgery which consisted of a left total reverse shoulder arthroscopy. No patient complications were noted. Postoperatively, however, it was noted that the patient acquired a dense block which made it difficult to get a good motor or sensory examination. The infusion pain pump was removed and the patient began to recover sensation in hand and shoulder. There were no other complications listed. The patient underwent left shoulder x-rays which demonstrated the left total shoulder arthroplasty and normal alignment. On (B)(6) 2009 the patient was discharged from hospital. On (B)(6) 2010 the patient underwent a mammogram which showed no evidence of malignancy. On (B)(6) 2010 the patient presented with back and leg pain. On (B)(6) 2010 the patient presented with nausea and vomiting and risk for colon cancer. The patient underwent an upper gi endoscopy which showed a normal esophagus and a non-bleeding gastric ulcer with no stimata (found at the pylorus). The lesion was 10mm at the largest dimension. A biopsy was taken. Cardio and gastric fungus were normal. Duodenum was normal. Biopsies were taken for evaluation of celiac disease. The patient also underwent a colonoscopy which showed non-thrombosed external hemorrhoids; diverticulosis sigmoid colon; and an inflamed mucosa ileocecal valve (which was biopsied). The examination was otherwise normal. The ileocecal valve biopsy showed ulcerated colonic type mucosa with prominent granulation tissue and no evidence of chronic active inflammatory bowel disease or neoplasm. The small bowel biopsy showed essentially a normal bowel. The gastric ulcer biopsy showed an inflammatory hyperplastic polypoid mucosa with focal ulceration - the giemsa was negative for h. Pylori. On (B)(6) 2011 the patient presented with a gastric ulcer and arthritis. The patient underwent an upper gi endoscopy which showed a normal esophagus, normal stomach, an apparently healed antral ulcer, and normal duodenum. On (B)(6) 2011 the patient presented with abdominal pain and nausea. The patient underwent a hepatobiliary scan which was normal. The kinevac injection did not reproduce he patients symptoms. On (B)(6) 2011 the patient presented with bone and cartilage disease. The patient underwent a 15 view skeletal survey which showed no lucent/lytic lesions. Post-operative showed changes were noted at the shoulders and within the cervical spine both proximally and distally. On 02 dec 2011 the patient presented right facial pain and headache. On (B)(6) 2012 the patient underwent a mammogram which showed no evidence of malignancy. On (B)(6) 2012 the patient presented with left foot pain. On (B)(6) 2012 the patient presented with left lateral foot pain. The patient underwent a left foot MRI which demonstrated scattered erosive change consistent with patient history of rheumatoid arthritis and well-defined t1 hypointense subcutaneous nodular lesions within the heel and sub adjacent to the base of the 5th metatarsal - these were felt to be consistent with rheumatoid nodules. On (B)(6) 2012 the patient presented with pain in the joint involving the ankle and foot. On (B)(6) 2012 the patient presented with left foot pain. On (B)(6) 2012 the patient complained of left foot pain and presented with a mildly tender (in the 5th metatarsal shaft) left foot (plantar aspect) and had a moderate sized mass (onset 4 months prior). Per the doctors notes it appeared larger than when it had first appeared. This was a recurrent problem with the first episode three years prior. A previous MRI (4 months prior) confirmed a mass in the left foot. The patient also presented unintentional weight gain, back pain, joint pain, joint swelling, numbness and weakness. The patient walked with a trace limp. On (B)(6) 2012 the patient presented with ankle join pain and left foot pain with mass. The patient underwent surgery for which consisted of left foot mass excision. The pathology of the mass was consistent with a rheumatoid nodule. There were no patient complications noted. On (B)(6) 2013 the patient underwent a mammogram which showed no evidence of malignancy. On (B)(6) 2011 the patient presented headaches - likely migraine in etiology. The patient stated the headaches started approximately 3 months prior. Photophobia, phonophobia, and worse with movement.

Event description:
It was reported on (B)(6) 2008: the patient underwent fusion surgery using rhbmp-2/acs, cancellous allograft from unknown manufacturer and synthes spine instrumentations (axon screws, axon cap and rod). No other information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 the patient presented pain, occasional numbness in arms and legs, rheumatoid arthritis, and c1/c2 instability. The patient underwent surgery that consisted of a posterior cervical approach; c1 lateral mass screws; c2 pars interarticularis screws; posterior instrumentation with facet fusion and posterior lateral fusion using bmp-2 as well as morselized allograft. Per the operative report , ".the c1-c2 facet joints were drilled out with a high speed air driven drill. These were then packed with half of a small bmp-2 sponge as well as morselized allograft. The posterior gutters between c1 and c2 were also packed with a small amount of bmp-2 sponge as well as morsellized allograft. Next, top loading rod was placed and provisionally tightened. This was then finally tightened. This left no space due to extension for a crosslink. Final ap and lateral fluoroscopic imaging was obtained and showed good placement of the instrumentation. Prior to placement of the bmp, the wound was copiously irrigated with bacitracin solution...." It should be noted that a fair amount of venous bleeding was recorded during the surgery at the dissection of the c2 nerves roots. No other patient complications were noted. On (B)(6) 2008 the patient was discharged from the hospital. On (B)(6) 2008 the patient presented pain and underwent a cervical spine xr 4v which demonstrated postoperative changes. Posterior fusion at c-2 levels and an anterior fusion with screws and plate at c5-6 and 7. There were degenerative changes with the disc space narrowing at c3-4 and c4-5. There was no evidence of subluxation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion of c1-c2 in which rhbmp-2/acs was used. Reportedly, sometime post-op, imaging studies showed that the patient developed uncontrolled bone growth and nerve compression at or near where the rhbmp-2/acs was implanted. The patient experienced chronic pain and radiculitis.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2008 cervical x-rays c1-c2 posterior instrumentation is present that appears to be pedicle screws in good position. Acdf has also been performed at c5, c6, c7. Ap and lateral views show reasonably good position. On (B)(6) 2008 cervical CT pedicle screws appear well positioned to hold the c1/2 level. Acdf from c5 to c7 appears solid. No cord compression is appreciated. Degenerative disc changes are noted at c3/4 and c4/5.